Manufacturer narrative:
Tracking #.57237/j. D6: device returned with no lot ID. Based upon inquiry info rec'd and visual examination, the reported event was confirmed. The instrument was rec'd with two misaligned staples in the track. No functional test could be performed due to the two misaligned staples in the track which could not be realigned to feed properly. No conclusion could be reached as to how the staples were misaligned.

Event description:
It was reported that an endoscopic multifeed stapler was used during an inguinal hernia procedure. It was reported by the affiliate that after the first firing, the device stopped stapling. There was no consequence to the pt.